Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer experienced "power issues" with the pump. The customer's blood glucose level ranged between 170-200 mg/dl. The customer declined to provide additional information regarding these issues and reported that the pump battery was depleting as expected.